Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03480. The pt reported experiencing uncomfortable heating while charging his scs system. Subsequently, a replacement charging system (low energy) was sent to the pt. Follow-up identified the pt has not charged her scs system in over 6 months due to pocket heating issue. Subsequently, the replacement charging system and pt programmer are unable to communicate with the pt's scs ipg. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.